Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery and motor error alarms on the insulin pump. It was stated that the no delivery alarms were happening upon entering blood glucose value, but priming again would correct the issue. It was not possible to complete troubleshooting at the time of the report. Nothing further was reported.